Event description:
The customer contacted stryker to report their device's keypad was not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker replaced the interface pcba to resolve the reported issue. The keypad was replaced in the process of evaluation. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device's keypad was not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.